Event description:
It was reported that a small volume folfusor leaked near the tube connection to the infusor bottle. This occurred prior to patient use. The device had been filled with fluorouracil hs (accord) 2700mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a white drug residue located on the outer surface of the device bottle. The location of the leak was not shown in the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.